Event description:
A patient reported blood glucose results of "4.2 mmol/l and 8.5 mmol/l with a lifescan meter, performed between 11-20 minutes of each other. The meter and test strips were replaced.